Event description:
The manufacturer received information alleging a ventilator is showing, check power and shuts off during use. Occasionally a service required message appears. The patient alleges she is tired and her throat is sore due to snoring. Also, the patient alleges her sleep is not as comfortable. The patient sought medical intervention but none is specified. The patient states water entered the device about 5 days prior and this is when the problems started. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.